Manufacturer narrative:
Customer indicated that the product has been discarded.

Event description:
It was reported by the patient¿s dermatologist that the patient experienced a rash from using the electrodes. A follow-up call with the patient¿s daughter revealed that the rash formed a week after the patient started using the electrodes. The rash was red, warm, itchy and hives were present. The patient continued to use the product until (B)(6)2018 when she was advised by her neurosurgeon to discontinue using the electrodes. The patient used home remedies and over the counter cream (benadryl) to treat the rash. The patient indicated that a skin tag formed near the rash and it became infected. The skin tag had to be removed by the dermatologist. The patient¿s skin is now clear of the skin tag and rash. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was not returned to zimmer biomet because it was discarded by the patient. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any future information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: d4: unique identifier (UDI) number added. G4: date received by manufacturer added. G7: type of report added. H2: follow-up type. H3: device evaluated by manufacturer updated to no. H6: method code updated to 4114 - device not returned. H6: results code updated to 3221 - no findings available . H6: conclusions code updated to 4315- cause not established. H10: additional narratives/data. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2019-00001-1, 0002242816-2019-00002-1.

Event description:
It was reported by the patient¿s dermatologist that the patient experienced a rash from using the electrodes. A follow-up call with the patient¿s daughter revealed that the rash formed a week after the patient started using the electrodes. The rash was red, warm, itchy and hives were present. The patient continued to use the product until (B)(6) 2018 when she was advised by her neurosurgeon to discontinue using the electrodes. The patient used home remedies and over the counter cream (benadryl) to treat the rash. The patient indicated that a skin tag formed near the rash and it became infected. The skin tag had to be removed by the dermatologist. The patient¿s skin is now clear of the skin tag and rash. No additional patient consequences were reported.